Event description:
A consumer reported following her intraocular lens (iol) implant procedure she has had a decrease in her distance vision. The consumer also reported seeing flashes and has astigmatism. The surgeon told the consumer she had some cloudiness behind the lens. The consumer reported she had good vision immediately following her surgery, but then it decreased rapidly. She is seeking a second opinion. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause cannot be determined and no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).